Event description:
It was reported that the audio bolus button was unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad or to the audio bolus button no button defects were found on investigation. The complaint regarding the bolus button could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the vibration motor was not functional; testing revealed that the vibration motor pins were not making a connection with the pcb. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.